Manufacturer narrative:
D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4). H4 ¿ manufacture date - previous manufacturing date: 2019-10-11, corrected manufacturing date: 2019-10-02.

Event description:
Manufacturer´s reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The suction device was found to be defective and was replaced. The anesthesia system was successfully tested and then cleared for clinical use. The investigation of the returned suction device showed that it had a large leakage, leading to a lesser amount vacuum being created. Further investigation of the suction device found several seals inside the suction unit to be worn out and had degraded. We have not determined how, why or when the degradation started. The true cause of the damages has not been determined.

Event description:
Manufacturer´s reference number: (B)(4).

Event description:
It was reported that the built-in auxiliary o2 and suction assembly could not generate vacuum. There was no patient involvement. Manufacturer's reference number: (B)(4).